Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The following could not be completed with the limited information provided. Date explanted - remains implanted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2016-00940 / 00943).

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial right hip arthroplasty on (B)(6) 2005 and an initial left hip arthroplasty on (B)(6) 2007. Subsequently, the patient's left hip was revised on an unknown date in (B)(6) 2015 due to pain and elevated metal ions. This report is based on allegations set forth in plaintiff's&#62688;complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by the patient's legal counsel that the patient experienced elevated metal ion levels . This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Left hip primary operative notes indicate patient is suffering from osteoarthritis, secondary to avascular necrosis hence considered for left tha. The trails were verified and brought through full range of motion, stability and equalized leg length within 3 mm accomplished. Final implants were placed and the final stem was impacted on the final morse like taper and hip was found to be stable in full flexion, extension and external rotation and internal rotation past 45 degrees. No complications were noted during the procedure. Left hip revision operative notes stated patient was revised due to pain. Radiographs demonstrated no abnormalities. However, the preoperative workup demonstrated high serum levels of co cr, ni and synovasure although positive demonstrated negative crp. During the procedure surgeon encountered thick, fibriotic , reactive avascular dense rubbery type of material consistent with local reaction of metal which was debrided fully. There was no corrosion on trunnion of the stem. He found dissecting osteolysis on the anterior and posterior portions of taperloc stem and also found large osteolytic punched out lesions in the metaphyseal bone behind the acetabulum.implants were placed and hip was reduced with excellent stability at all motion arcs. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient¿s right hip was revised approximately years post-implantation due to aseptic failure. Operative notes stated metal tinged murky fluid was found. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a magnum head cat#: 157444 lot#: 352790, taperloc stem cat #:11-103204 lot-615600, m2a magnum taper cat# 139254 lot#: 338140. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.